Event description:
It was reported that the 9800 system poor image quality, no fluoro, and the collimator iris was visible in mag2 mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The igbt snubber assembly was replaced, and the high voltage cable was repaired during the service call. The system was tested and found to be working as intended, and put back into service.